Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump reservoir volume discrepancy. At the last pump refill, it was noted that the pump was "completely full still". There should have been 5 ml and there were 18 ml. A f/u report will sent if add'l info becomes available.